Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl [1000 mcg/ml] at a dose of 48 mcg/day and bupivacaine [5 mg/ml] at a dose of 0.24 mg/day via an implantable pump for non-malignant pain, other chronic/intractable pain (trunk/limbs), and degenerative disc disease. It was reported on (B)(6) 2017 that they wanted to turn off the pump due to a lack of adequate therapy. It was noted that the hcp thought that the catheter may be ¿displaced¿ but they did not have any details as to why the hcp thought that or when it may have happened. It was also noted that the patient was close to elective replacement indicator (eri) and they were electing not to replace the pump. The pump off code for (B)(6) 2017 was provided. The date of the event was asked but unknown. Additional information was received from the representative later that day on (B)(6) 2017. It was reported that after talking with the hcp it was indicated that the decrease in effect had started about a year ago (from (B)(6) 2017). The hcp then started weaning the patient down and they couldn¿t tell a difference which was why the hcp felt there may be a catheter issue but the patient elected not to do anything about it. Further information was received from the pain clinic via the representative on 2017-apr-05. It was reported that a dye study performed on (B)(6) 2015 had inconclusive findings and that a computerized tomography (CT) done in (B)(6) 2015 had no changes to support anatomical findings. It was noted that in (B)(6) 2016 oral medications were providing good pain relief while weaning off intrathecal dosage. It was indicated that in (B)(6) 2016 the patient had a desire for explant of the pump and that in (B)(6) 2016 the patient had improved pain relief with oral medications while continuing to decrease intrathecal dosage. In (B)(6) 2016, functional improvements were noted. No further complications were reported.